Event description:
The pt's mother reported that her son's school called to inform her that his blood was high. His blood glucose measured 441 mg/dl at 10:02 am, which he corrected with a bolus (dosage not reported). It was 402 mg/dl at 11:04 am and 334 mg/dl at 12:17 pm. She picked her son up at school and took him to the ER where she was informed that he had high ketones and was in diabetic ketoacidosis. They gave him IV insulin and his blood glucose was 133 mg/dl at 5:03 pm. They changed the pod around this time and at 6:09 pm his blood glucose was down to 80 mg/dl and he was sent home.

Manufacturer narrative:
The returned device was evaluated and was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm was determined to be that the hook post spring was overpressed during assembly. Initiation of the alarm indicates that the device properly detected the error condition that eventually resulted from the defect. The audible alarm functioned as intended. The pod functioned as designed prior to the alarm. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."